Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Practitioner reported giving consumer a sample of the product during a routine exam. In a follow up appointment the consumer brought lenses and inserted them in the office. Consumers eyes immediately began to burn and turn red. Practitioner gave consumer one drop of an antibiotic as a precautionary measure. Practitioner states he asked the consumer if this happened every time she used the product and she said yes. Attempts to obtain additional event details have been unsuccessful. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.